Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reports the patient can't feel the stimulation. Caller reports they have adjusted the stimulation up, as he discovered the stimulation was not on initially. The patient still cannot feel it and he is concerned about turning it up too high. Caller states the therapy has not been on for at least a week. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller states he called a manufacturer representative (rep) earlier today and was unable to reach them.